Event description:
It was reported that during a cardiac ablation procedure, another manufacturer's guidewire became stuck into the catheter. The slide bar was used to retract it into the sheath, but it could not be released. The catheter and guidewire were withdrawn from the body together, and tissue-like material was observed between the tip of the catheter and guidewire. The tissue-like material was removed and the issue was resolved. No damage was observed on the guidewire or the catheter, and the products remained in use during the procedure. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.